Event description:
Port inserted last summer. She received neoadjuvant chemotherapy for breast cancer. Recently upon removal of the port, it was discovered that there was a small longitudinal opening in the area of the port that was under the right clavicle.======================manufacturer response for central line port, bardport (per site reporter).======================they would like to examine the catheter.